Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 225 -250mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on 02/15/2019, a back to back blood test was performed by the customer and produced test results of 342 and 355mg/dl fasting using true track meter. The test strip lot manufacturer's expiration date is 05/14/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1:388mg/dl, date: (B)(6) 2019, time:06:26 pm, fasting. Result 2:456mg/dl, date: (B)(6) 2019, time:05:57 pm, fasting. Result 3:437mg/dl, date: (B)(6) 2019, time:05:54 pm, fasting. Result 4:413mg/dl, date: (B)(6) 2019, time:05:48pm, fasting. Result 5:431mg/dl, date: (B)(6) 2019, time:03:17pm, fasting. Customer went to the ER on (B)(6) 2019 and was discharged on (B)(6) 2019. Medical treatment customer received at medical facility was injection of insulin on (B)(6) 2019 bgr reading -unknown meter unknown name. Customers glucose was unknown date: (B)(6) 2019 fasting at hospital upon arrival customer was advised to seek diabetic educator.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 225 -250mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a back to back blood test was performed by the customer and produced test results of 342 and 355mg/dl fasting using true track meter. The test strip lot manufacturer's expiration date is 05/14/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6). Customer went to the ER on (B)(6) 2019 and was discharged on (B)(6) 2019. Medical treatment customer received at medical facility was injection of insulin on (B)(6) 2019 bgr reading -unknown meter unknown name. Customers glucose was unknown date: (B)(6) 2019 fasting at hospital upon arrival customer was advised to seek diabetic educator.